Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No rewind anomaly or clicking sound noted. The motor was tested outside the device and passed. Unit received with bleed glass on lcd board. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was making a loud noise during rewind. The customer also reported that the device made a louder clicking sound when delivering insulin. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.